Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having difficulty with her glucose sensor. Her blood glucose was 96mg/dl at the time of reporting. She stated that the sensors were not stay inserted and that they did not transfer data consistently or accurately. The sensors are being returned and replaced. No additional information was reported.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.